Event description:
According to the reporter: customer reported that to date seven patients have had issues with the biosyn suture and early wound separation. Two were reapproximated in my clinical office using a chromic suture. Others were told to apply steri-strips to aid with approximation. Some were simply told apply polysporin and allow the wound to heal by secondary intention. As far as I know everyone is doing okay. Sales rep is trying to get the specific information for each patient; to follow. Additional information received via email. 1. What was the original procedure performed? They were all reverse of vasectomy 2. Date of original surgery? Unknown 3. Date the dehiscence occurred? Unknown 4. Had the patient already been discharged? Yes 5. How was the wound closed after the dehiscence? (Re-operation in the or, outpatient, in the office) two were reapproximated in clinical office using a chromic suture; others were told to apply steri-strips to aid with approximation; some were simply told apply polysporin and allow the wound to heal by secondary intention. 6. What was used to close the wound after the dehiscence? See #5 7. How is the patient doing now? Ok 8. Patient comorbidities no.

Manufacturer narrative:
(B)(4).